Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic of an ar40m intraocular lens (iol) was broken and an incision enlargement was required to remove the lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. Residue of what appears to be ophthalmic viscoelastics (ovd) was observed on the portion of the lens that was returned. Visual inspection of the returned lens revealed that the lens was received cut. The other cut pieces of the lens optic were not returned. The returned lens was observed with a kinked haptic, but was intact and attached to the optic. Therefore, the reported issue of a broken haptic could not be verified in the returned lens. Manufacturing record review: a review of the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with this production order. A search on complaints revealed that no other complaints belonging to this production order have been opened. Labeling review: the directions for use (dfu) were reviewed and adequately provide instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, visual inspection, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.